Event description:
The patient received 48 ml of ms between 230 to midnight on (B)(6) 2018, subsequently 2 ml were wasted and the syringe was changed. Between midnight to 5:30 am it appears that the patient only received 0.4ml. The patient was on bipap at the time of the event, and thought to be a co2 retainer which may have been a contributing factor. After the event, the patient received narcan to counter the effects of the drug, and stabilized after transfer to a higher level of care. The customer later stated that the patient is now fine and no patient harm as a result of the event has been observed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a programming error in which a patient received more medication than expected; 18 milligrams of morphine were thought to have infused in a 6 hour period. The infusion was started during the evening hours on (B)(6) 2018, and early the following morning the adverse event was discovered. The morphine concentration was 1 mg/ml (50 mg/50 ml total). The intended settings were pca dose only, 2mg prn every 8 minutes, with a 10 mg/max. No clinician bolus was given; the syringe was not sequestered. After the event, the patient received narcan to counter the effects of the drug, and stabilized after transfer to a higher level of care.

Manufacturer narrative:
Concomitant medical products: 50ml bd syringe. The customer¿s report of a morphine overinfusion was not confirmed. Physical inspection showed no anomalies. The device passed all testing. The pcu event log shows that at 2:40 pm on (B)(6) 2018 the pca module was programmed to infuse a pca dose only infusion of morphine pca 1mg in 1ml using a 50ml bd syringe with 46.6323ml detected. The user entered 2mg for the pca dose, 8 minutes for the lockout interval and 10mg/1hr for the max limit. Each pca dose delivered 2ml. The user started the infusion. The infusion ran until 12:34 am on (B)(6) 2018 when the syringe became empty (after delivering 23 requests for 46ml infused and 4 requests not delivered due to the lockout interval). The user then selected a 50ml bd syringe with 48.6312ml detected and restarted the pca dose only infusion of morphine pca 1mg in 1ml. At 12:42 am, one more request was delivered, bringing the total volume infused to 48ml. At 12:51 am, a request was not delivered due to the max limit. At 3:35 am, the device was channeled off. During this period there were a total of 24 requests delivered for a total of 48ml infused and 5 requests not delivered, 4 due to the lockout interval and 1 due to the max limit. The root cause of the customer¿s report of a morphine overinfusion was not identified.

Event description:
The customer reported a programming error in which a patient received more medication than expected; 18 milligrams of morphine were thought to have infused in a 6 hour period. The infusion was started during the evening hours on (B)(6) 2018, and early the following morning the adverse event was discovered. The morphine concentration was 1 mg/ml (50 mg/50 ml total). The intended settings were pca dose only, 2mg prn every 8 minutes, with a 10 mg/max. No clinician bolus was given; the syringe was not sequestered. After the event, the patient received narcan to counter the effects of the drug, and stabilized after transfer to a higher level of care.